Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant or installing the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had bilateral si joint arthrodesis in july where three implants were installed on each side. The patient complained of right side post-op radicular pain symptoms. The surgeon determined that the right side superior positioned implant was impinging on the neuroforamen causing radicular pain symptoms. One day after the initial procedure, the surgeon performed a revision procedure where she removed the right side superior positioned implant. The explant void was not filled with bone graft. No other preexisting implants were adjusted or removed. No new hardware was added. The patient's radicular pain symptoms resolved following the revision procedure.